Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 1452t competitor implantable pacing lead 2001-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst noted that no stored episodes were available to confirm marker misalignment.

Event description:
It was reported that during a device check, the sensing markers were out of alignment with the sensed events in the electrogram. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.